Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced mesh failure, pain, meshoma, nerve entrapment, scarring, adhesions, vas deferens entrapped/ damaged, and recurrence. Post-operative patient treatment included revision surgery, removal of mesh, neurectomy of the left genital branch, neurectomy of the left paravasal nerve fibers with a pragmatic left-sided vasectomy, adhesiolysis, and hernia repair with mesh.